Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the heater line of the homechoice cassette and the heater bag, which resulted in leak and cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during a fill cycle of peritoneal dialysis (pd) therapy. During troubleshooting, it was determined that there was a disconnection between the heater line of the homechoice cassette and the heater bag which resulted in a leak and led to this alarm. The hp stated that ¿it looked like the bag was not fully screwed in at the connection point, causing the bag to disconnect and spill fluid and there was no damage to the connecting points¿. Renal therapy services (rts) advised the hp to follow disconnect procedures and to contact their peritoneal dialysis registered nurse. Rts reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.